Event description:
The pt had a fibular distal intraarticular fracture. On (B)(6) 2011, the dr inserted the plate and locking screws. After the synostosis was confirmed, the dr removed the screws. All screws except the concerned screw were removed normally. The dr pulled out the screw by turning the plate like propeller. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation is on going. Subject device has been received and is currently in the eval process. No conclusion can be drawn.

Manufacturer narrative:
(B)(4): investigation coordinated by synthes (B)(4). Report received indicates the investigation of the complained parts shows that the thread of the locking screw is completely jammed in the plate. Such occurrences are known phenomena for such devices. It could be possible that the screw was inserted under power without using torque limiting attachment or micro moving during healing process may have led to fretting of the threads. Reviewing the manufacturing- and material documentation of the complained devices shows full conformity as well. No product fault could be detected. The manufacturing records were reviewed and no complaint related issues were found. (B)(4): placeholder.